Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed stored episodes of non-sustained right ventricular over-sensing caused by myopotential. Programming interventions were made. The patient was asymptomatic.